Event description:
This pt has a history of otosclerosis. Only 9 of the electrodes in her device are active as the others were causing facial nerve stimulation and had to be deactivated. Radiological imaging ((B)(6) 2005) shows that all electrodes are in the cochlea. Diagnostic testing revealed no fault with the receiver/stimulator. The surgeon will explant and reimplant a new device in the near future (date unknown).

Manufacturer narrative:
(B)(4).